Event description:
Reportable based on device analysis completed on 30-dec-2021. It was reported that balloon damage and crossing difficulties were encountered. A 3.00mm x 15mm emerge balloon catheter was advanced for dilation. However, when the balloon was inflated to 14 atmospheres but the balloon was damaged due to a severe blockage caused by calcification. The device also failed to cross the lesion due to calcification. The procedure was completed with the same device. There were no patient complications reported. However, returned device analysis revealed balloon pinhole.

Manufacturer narrative:
Device evaluated by MFR. : returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen and balloon. There was a pinhole 18mm from the tip of the device, and the balloon was loosely folded. Product analysis confirmed the reported damage to the balloon, as the balloon was found to have pinhole damage. The reported difficulty crossing the lesion couldn't be confirmed as the clinical circumstances cannot be replicated. However, there was unreported tip damage to the device. The damage found is consistent to preventing the device from further crossing the lesion and would likely cause resistance if device was advanced.